Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had ruined 4 of her infusion sets. Customer's blood glucose was 641 mg/dl. Customer called 911 and was taken to the hospital. Customer was wearing the device at time of hospitalization. After troubleshooting, customer will not be returning the device for analysis.